Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call to have received a battery out limit alarm. She said that she went swimming and when she looked at the insulin pump, it was showing that she had a battery out limit alarm. The customer said that it alarmed during normal use. The customer's blood glucose was 240 mg/dl. After troubleshooting, the insulin pump alarmed battery out limit again. The customer was advised her to discontinue use of the pump and to revert to a back-up plan. She stated that she has no backup plan and will try to find one after the call. The insulin pump will be returning for analysis.

Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage electronic assembly. Moisture damage motor assembly. Analysis was unable to perform functional test due to blank display. The insulin pump was unable to verify battery out limit due to blank display anomaly. The insulin pump had minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip,